Event description:
Title: dental drill hose blew off tanks. The plastic ferrule which connects the hose from the drill to the tank was cracked. When the drill was turned on, there was an explosive sound and the hose blew off the nitrogen tank. The circulating nurse in the room experienced ringing in their ears and suffered from a headache after the explosion. [There was no further injury to the circulating nurse. The explosive sound was the only sound heard at the time. The x-ray developing machine also malfunctioned so the operation was cancelled. It is not known if there was any maintenance on the device beforehand. The nitrogen tank is part of the device but nothing was found wrong with it after the event. The hose connects to the drill but it is difficult to tell if it originally came with the drill. The facility cannot obtain information about the hose from the MFR. The facility questioned the pressure rating used and if the hose was adequate for the amount of pressure. Also, the facility is looking for a metal ferrule encased in mesh to replace the plastic one. It is not known what dept or associated facility made the original purchase of the device].